Event description:
In 2009, a female underwent surgery. The surgeon was using the sequoia closure top starter, when the closure tops fell out of the instrument. The surgeon retrieved the closure tops from the surgical wound, the side of the sterile drape and other areas around the surgical site. There were approximately four closure tops that fell off the starters. The surgeon had the same issue with the other sequoia closure top starter in the kit. This did not delay the surgery, and no harm came to the patient.

Manufacturer narrative:
Product is an instrument and not implantable. Requests have been made for the return of the product. Device manufacture date is unk. Evaluation is pending.